Event description:
On (B)(6) 2011: at 1440, check band alarm even the band secure. Band adjusted anyway. On (B)(6) 2011: at 1444 minutes later same alarm going off - checked again - still no apparent breech of integrity of band. Frequent alarms for no apparent reason causing alarm fatigue and frustration to staff and jeopardizing safety of infants. This is a brand new system installed earlier this year that has been malfunctioning continually since installation. Exp date: sensors (B)(4).